Manufacturer narrative:
Other applicable components are: product ID 3057 lot# unknown product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient complained of feeling a shocking sensation from stimulation. Patient advised the leads were tangled in their clothes and when they pulled that's when they felt the sensation in their abdomen. Patient had since been unable to feel stim and believed that they might pulled leads completely out. Leads tangled in patient's clothing , patient pulled article of clothing which in turn pulled leads. Patient stopped feeling stim so had patient switched sides and increased stimulation. Patient was no longer feeling any stim on either side at highest setting. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.